Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The esheath was discarded at the hospital. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per training manuals, guidance indicates to insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Also, during pre-expansion of the sheath at device preparation, expansion tool does not contain a hydrophilic coating. Do not use as a dilator. The following is instructed by dilating the vessel appropriately prior to sheath insertion, using standard catheterization techniques, gain access to the vessel and dilate as necessary with the dilator to accommodate the sheath. It is likely that the sheath orientation caused the liner to be susceptible to any non-axial insertion of the expansion tool and dilator causing damage to the liner during insertion of these devices. Additionally, pre-dilation of the sheath while in patient, using the dilator, is not indicated for use. In this case, the sheath liner tear was unable to confirmed due to unavailability of the device and no procedural imagery was provided. The available information suggests procedural factors (incorrect sheath orientation, sheath pre-dilation with dilator while in patient) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure with a sapien 3 ultra resilia valve, the 16f esheath+ was inserted into the patient and there was a need to expand the vessel resulting a leak from the seam of the esheath. The patient required a blood transfusion due to loss of blood. The device is not available to be returned for evaluation.